Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the pump was found to power on with a faded and discolored display screen. Unrelated to the display issue, the pump keypad was found to be torn at the ok button; the keypad was tested and confirmed that the buttons were responding appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found the display screen was faded and discolored. This report is made based on the results of evaluation completed 06/24/2014.